Event description:
The patient reported that she has been experiencing elevated blood glucose (bg) as high as over 600 mg/dl since (B)(6) 2011. She denied nausea, vomiting, or ketones. She stated that she corrected the elevated bg with boluses via the pump and with insulin pens. Customer support (cs) reviewed the pump with the patient and found that all settings were correct and the pump histories matched. The patient noted that she changed her site the night of (B)(6) 2011 and did not note any site or set issues. The patient denied any air bubbles or leaking in the cartridge. Troubleshooting indicated that the pump was delivering as programmed, and cs advised the patient to follow up with her healthcare provider. This complaint is being reported due to the patient's alleged hyperglycemic event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.